Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer disconnected the call, multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received. The customer did follow up 07/10/26 to report occlusions continued and pump was replaced by tandem technical support. The customer continued to use the pump for insulin therapy, with a back up plan if necessary.